Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician opened implantable cardioverter defibrillator (ICD) packaging and noticed that the grommet was cracked, not visible, and the setscrew was missing. The device was not used. There was no patient involvement.